Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen precoat cruciate retaining femoral component size g right, catalog #: 00597001702, lot #: 63476647. Unknown zimmer patella, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2020-00292, 0001822565-2020-03711.

Event description:
It was reported that the patient underwent a knee arthroplasty revision within ninety (90) days due to continued infection. All implants were removed and replaced with a cement mold. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through review of the sterile certifications, however, the reported event could not be confirmed. The sterile certifications were reviewed and found to be conforming with no anomalies identified. The devices were verified to have gone through acceptable sterilization following iso/aami/astm and EU published guidelines. Multiple factors may contribute to an infection that are outside the control of zimmer biomet such as hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there were no indications of product or process issues identified affecting implant safety or effectiveness, the devices were not identified to have caused or contributed to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.